Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. An event of difficult to remove (entanglement with valve) was reported. It was indicated that during the removal of the delivery system, the nose cone could have caught stent edge and the valve migrated above the annulus on the non side. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported difficult to remove (entanglement with valve) appears to be related to procedural conditions. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The annular dimesions of the native valve were annulus diameter 20.9mm, area 343mm2, perimeter 66.9mm and left ventricular outflow tract (lvot) 67.7mm. The length of the membranous septum 2.5mm and there was sufficient calcium on the non-leaflet had a large annular extending into the lvot calcium. During pre-implantation balloon aortic valvuloplasty (bav), the patient went into complete heart block and physician was pacing off the wire during deployment. The implant depth was 4mm on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc) and they decided to deploy the valve. But physician was unwilling to pull wire back due to pacing from it, the valve was deployed at 2mm and 2mm. During the removal of the delivery system, the nose cone could have caught stent edge and the valve migrated above the annulus on the non side and a decision was made to snare the valve and pull up to the sino-tubular junction (stj) and implant a second valve. The physician mentioned the cause of migration was they tried to implant too shallow to avoid a pacemaker. A new 25mm navitor vison valve and a new small flexnav delivery system were chosen and successfully implanted. The patient will require a pacemaker as he remained in complete heart block. The patient was reported stable.